Event description:
Promus premier china registry it was reported that the patient died. In june 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the mid right coronary artery (rca) extending up to distal rca with 80% stenosis and was 34 mm long with a reference vessel diameter of 3 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was 0%. Eight days later, the subject was discharged on aspirin and ticagrelor. In october 2021, the subject died. The primary cause of death is unknown. No other action was taken to treat the event and it is unknown if autopsy was performed.